Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately tortuous, mildly calcified, 90% stenosed mid diagonal coronary artery. A 2.5x23mm xience prime stent delivery system (sds) was advanced and the stent was deployed. A dissection was noted at the distal edge of the stent. A 2.5x12mm xience prime stent was used to cover the dissection. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.